Manufacturer narrative:
(B)(4). Concomitant medical products: catalog # 00588604310, lot # 637773787, trabecular metalâ¿¢ cruciate retaining monoblock tibial component: yellow, size 3 c-h, 10mm, catalog # 42540000032, lot # 63993962, all poly patella cemented 32 mm diameter. Multiple mdrs are submitted for the associated products for the same event: 0002648920-2018-00636 . It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Zimmer biomet will continue to monitor for trends. Not returned.

Event description:
It was reported that patient underwent a left resection arthroplasty approximately 1 month after primary surgery due to infection.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.